Event description:
The electrode array of the pt's device reportedly was improperly placed into the cochlea during initial implant surgery. The device was explanted in 2005. Reimplantation is being considered .